Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of ventricular tachycardia was misdiagnosed as supra ventricular tachycardia on the device. Eventually arrhythmia was found to be ventricular tachycardia. Programming changes were suggested. No further information available.

Manufacturer narrative:
Egms were reviewed by tech services and the field event was confirmed. The device behaved as programmed. Bench testing found the device to be normal. Longevity calculations found the device to be premature. Battery analysis found non-shorting lithium clusters. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion remains undetermined.